Event description:
(B)(4). It was reported by the consumer that the m61 power wheelchair would not start unless the wires were wiggled. Additionally, one of the wheels got, stuck and would not swivel. There was no patient injury reported.